Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-01243. It was reported that one of the patient¿s lead broke apart in the space during a procedure to replace patient's ipg. (Reference reg report: 1627487-2021-01124) the physician was able to retrieve the lead. The second lead also appeared fractured. Surgical intervention took place wherein both leads were explanted and replaced. Therapy was restored.